Event description:
Device malfunction: introducer sheath damage . Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, after the clip applier was attached to the introducer sheath, the plunger was depressed causing damage to the introducer. The device was removed and the method of achieving hemostasis was not reported. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.